Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au680 clinical chemistry analyzer. The fse inspected the instrument and determined the failure mode was due to faulty buffer valve. The fse replaced the buffer valve to resolve the issue. E1: initial reporter phone number is (B)(6). Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported generated of false high patient results for ise (ion selective electrodes) which includes sodium (na), potassium (k) and chloride (cl) involving the au680 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics. The customer provided an example of the false results.